Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. The customer was instructed to perform a pump reset to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.